Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Manufacturer narrative:
The filter was returned for evaluation. The filter contained 6 legs and 6 feet that were fully attached to the apex. The filter also contained 2 filter arms fully attached to the apex. One filter arm was fully detached at the apex of the filter and was returned with the sample. The remaining 3 broken arms were detached at the base of the apex as well but were not returned with the sample. No other anomalies were noticed on the filter. The complaint investigation is confirmed for limb detachment. The current IFU (instructions for use) states, warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following; filter fracture.

Manufacturer narrative:
One fluoroscopic image was received and reviewed. The image of an implanted filter demonstrates an apex without a retrieval hook. No contrast is present and the filter is vertically oriented. A detached segment of a filter limb is seen to the right of the filter apex. A snare device is visible, coming from the femoral direction, and the distal end appears to be in contact with the detached filter limb. All filter limbs cannot be seen due to poor image on quality and superimposition of interventional devices. Based on the single image provided, a detached filter limb can be confirmed.

Manufacturer narrative:
One medical image was provided and reviewed. New images were made available to the manufacturer and are currently being reviewed. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the additional information provided is currently underway. Medical record review: a hospitalized patient with a history of extensive deep vein thrombosis had a vena cava filter deployed. Following filter deployment, doppler image and angiogram confirmed clot in the superficial, common femoral, and the profunda femoris veins. Approximately one day post filter deployment, the patient underwent thrombolytic infusion. Approximately eight days post hospital admission, the patient was discharged on anticoagulation medication. Approximately six years five months post filter deployment, the patient had complaints of chest pain and was admitted into the hospital. Diagnostic inferior vena cavogram and iliac venogram was done that revealed fragments from the filter that had embolized to the heart. All the filter legs were intact, except three arms of the filter were missing which had embolized to the heart. A fourth arm was forcibly detached and pointed in a reversed orientation. After extensive consultation, the decision was made not to retrieve the filter fragments but to retrieve the filter percutaneously because of high risk of embolizations. During the filter retrieval procedure, the filter was retrieved with the use of a retrieval cone along with a detached filter arm retrieved with hemostats. Approximately five days hospital admission, the patient was discharged on anticoagulation therapy.

Event description:
It was reported that a patient presented with chest pain approximately eight years post filter implant. Imaging identified three detached filter limbs in the patient¿s left ventricle. During filter retrieval, another filter limb detached. Additional access was made in the femoral vein and the detached limb was successfully retrieved with a snare. The filter was then successfully retrieved with a recovery cone. Reportedly, there have been no attempts to retrieve the limbs from the heart and there is no plan to retrieve them. The patient is currently asymptomatic. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) were detached and perforated into organ(s). It was further alleged that the filter could not be retrieved; however, the filter was removed at a later time. Some filter strut(s) have been removed percutaneously and via an open chest procedure, however, there are some filter strut(s) that remain embedded in the heart and there are no plans to remove them at this time.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the filter was returned for evaluation. Medical records and images were provided and reviewed. Approximately six years five months post filter deployment, diagnostic inferior vena cavogram and iliac venogram was done that revealed fragments from the filter that had embolized to the heart. The patient underwent coronary angiogram and additional work up which revealed no evidence of pericardial fluid. CT scan revealed that the filter remained in the vena cava but the conjunction was rather low in location. All the filter legs were intact, except three arms of the filter were missing which had embolized to the heart. A fourth arm was forcibly detached and pointed in a reversed orientation. During the filter retrieval procedure, the filter was retrieved with the use of a retrieval cone along with a detached filter arm retrieved with hemostats. The returned filter had four missing filter arms; only one filter arm was returned for evaluation. Therefore, the investigation is confirmed for the detached filter limbs. The investigation is unconfirmed for the alleged perforation of the ivc and retrieval difficulties. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported that a patient presented with chest pain approximately eight years post filter implant. Imaging identified three detached filter limbs in the patient¿s left ventricle. During filter retrieval, another filter limb detached. Additional access was made in the femoral vein and the detached limb was successfully retrieved with a snare. The filter was then successfully retrieved with a recovery cone. Reportedly, there have been no attempts to retrieve the limbs from the heart and there is no plan to retrieve them. The patient is currently asymptomatic. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) were detached and perforated into organ(s). It was further alleged that the filter could not be retrieved; however, the filter was removed at a later time. Some filter strut(s) have been removed percutaneously and via an open chest procedure, however, there are some filter strut(s) that remain embedded in the heart and there are no plans to remove them at this time.

Event description:
It was reported that a patient presented with chest pain approximately eight years post filter implant. Imaging identified three detached filter limbs in the patient's left ventricle. During filter retrieval, another filter limb detached. Additional access was made in the femoral vein and the detached limb was successfully retrieved with a snare. The filter was then successfully retrieved with a recovery cone. Reportedly, there have been no attempts to retrieve the limbs from the heart and there is no plan to retrieve them. The patient is currently asymptomatic.